Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead experienced over-sensing with an elevated sensing integrity counter (sic) as well as low r-wave measurement on stored electrograms (egm). The rv lead polarity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.